Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Lens was returned dry, in lens case. Visual inspection found the optic torn, damage to the haptic, and orange/red dry foreign material on the lens surface. (B)(4).

Event description:
The reporter stated that the surgeon implanted and explanted an (B)(4) toric lens, 20.5 diopter, on the same day and replaced it with a different lens. The reporter stated that the surgeon was not satisfied how the lens sat on the capsular bag. The incision was enlarged to remove the lens and suture were used. There was no patient injury .